Event description:
After performing trans catheter arterial embolization. The dr. Attempted to retrieve the catheter and it tore approximately 20cm from the distal end. The distal section was left in the aorta. It was retrieved with the guiding catheter and guidewire.